Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ¿no image¿ occurred because the video function did not work properly due to faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
While inspecting a returned demonstration device, it was discovered that the olympus 4k camera head was not displaying an image. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the image was not present due to a defective cable unit. Additionally, other components (screws) were coming loose and falling off the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.